Manufacturer narrative:
Manufacturing representative went to the site to test the system, found large piece of debris in o arm. Cleaned out all debris. Adjusted door gantry covers to stop loud popping noise when opening gantry. Inspected door cables. Performed system checkout. All systems performing to operating standards. O arm is safe for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000139, ; product ID: bi71000141, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was stuck around a patient. There was troubleshooting present. It was reported that the yellow button open procedure did not resolve the issue but the manual door open procedure resolved. There was no impact to patient's outcome and surgical delay was not provided. Additional information was received. It was reported that there was a delay to the procedure, but the amount of delay was unknown.